Event description:
Spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("part of the coil was outside the fallopian tube next to my bowels"), embedded device ("the other part was in the fallopian tube pushing it self out") and device breakage ("part of the coil was outside the fallopian tube next to my bowels") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with back pain, embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency surgery), surgery (emergency surgery) and surgery (emergency surgery). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, embedded device and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. The reporter commented: she was in pain in her back. Her doctor ordered a CT scan of her kidneys because she thought she had kidney stones. The pain was unbelievable that she was unable to bend sideways. Diagnostic results: CT scan: part of the coil was outside the fallopian tube next to my bowels and the other part was in the fallopian tube pushing it self out. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a consumer and describes the occurrence of device breakage ("part of the coil was outside the fallopian tube next to my bowels"), device dislocation ("part of the coil was outside the fallopian tube next to my bowels") and embedded device ("the other part was in the fallopian tube pushing it self out") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with back pain and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency surgery), surgery (emergency surgery) and surgery (emergency surgery). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation and embedded device outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. The reporter commented: she was in pain in her back. Her doctor ordered a CT scan of her kidneys because she thought she had kidney stones.the pain was unbelievable that she was unable to bend sideways. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: coil outside fallopian tube, next to bowel CT scan: part of the coil was outside the fallopian tube next to my bowels and the other part was in the fallopian tube pushing it self out. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("part of the coil was outside the fallopian tube next to my bowels"), embedded device ("the other part was in the fallopian tube pushing it self out") and device breakage ("part of the coil was outside the fallopian tube next to my bowels") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with back pain, embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency surgery), surgery (emergency surgery) and surgery (emergency surgery). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, embedded device and device breakage outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. The reporter commented: she was in pain in her back. Her doctor ordered a CT scan of her kidneys because she thought she had kidney stones. The pain was unbelievable that she was unable to bend sideways. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: coil outside fallopian tube, next to bowel CT scan: part of the coil was outside the fallopian tube next to my bowels and the other part was in the fallopian tube pushing it self out. Most recent follow-up information incorporated above includes: on 31-aug-2018: case (B)(4) (MFR number 2951250-2018-03691) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.